Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that power control board was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at the user facility reported smoke was observed coming from a 2008t hemodialysis (hd) machine. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. The biomed performed a visual examination of the device, which revealed a burned spot on the power control board. Follow-up confirmed that hospital grade ground fault circuit interrupter (gfci) outlets are used at the user facility. Following the event, the system was removed from service for evaluation. The biomed replaced the power control board to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomedical technician confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.